Event description:
A customer contacted beckman coulter inc, (bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), calcium (calc), and carbon dioxide (co2) results generated by the synchron lx20 pro clinical system on first samples run from standby. Customer indicated that patient samples had been repeated per the critical rerun feature because results were high. On repeat, the results were lower. Actual patient results were not supplied. No false results have been reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and noted bubbles in the ratio pump. The fse replaced the ratio pump seals and this resolved the problem. Hardware issue addressed by the fse may have contributed to this event.